Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and imaging revealed a device related thrombus on the closure device. The patient started anticoagulation medication (eliquis) 5mg twice a day and will repeat a tee in six (6) weeks.

Manufacturer narrative:
B3: date of event is an estimate date as actual date of event was not known.

Manufacturer narrative:
B3: date of event updated with additional information received. B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and imaging revealed a device related thrombus on the closure device. The patient started anticoagulation medication (eliquis) 5mg twice a day and will repeat a tee in six (6) weeks. It was further reported that a routine 3 months follow up tee was performed on (B)(6) 2025 and the outcome of the event was resolved.